Event description:
It was reported that the patient received inappropriate high voltage therapy and anti-tachycardia pacing (atp) from their implantable cardioverter defibrillator. No intervention was performed. There were no patient consequences.